Event description:
Coil stretch. This male patient was undergoing coil embolization with the left carotid artery aneurysm measuring 8.6mm x 6.4mm. The physician inserted the 7 x 21 coil into the aneurysm, when 2/3 of the coil was in the aneurysm, he noted the top of the microcatheter (mc) and 5f envoy guiding catheter (gc) was twisted. He retrieved the delivery system of the coil and found part of the coil in the aneurysm was not removed. Then he retrieved the mc and found 2/3 of the coiled was out of the tip of the mc and 1/3 was in the mc, that was the reason the coil had stretched. Finally, he used another micro catheter and coil to complete the procedure. There was no adverse effect to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information wil be submitted within 30 days upon receipt.